Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd micro-fine¿+ demi insulin syringe were off. The following information was provided by the initial reporter, translated from (B)(6) to english: "scaling incorrect".

Event description:
It was reported that the scale markings on the bd micro-fine¿+ demi insulin syringe were off. The following information was provided by the initial reporter, translated from german to english: "scaling incorrect"

Manufacturer narrative:
H6: investigation summary customer returned several images of syringes with 0.3ml graduation marks. There is a possibility that the scale markings on the syringes may be misplaced or misaligned. However, returning the samples for measurement against the syringes¿ specifications is required to ensure that the markings are within their limits. This cannot be performed without receiving the samples directly for measurement. A review of the device history record was completed for batch# 0013125. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. There was one (1) notification noted for missing zero line. There was one (1) notification noted for scratched print. Based on the images received, bd was unable to directly confirm the customer¿s indicated failure of misaligned scale markings. See h10.